Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It was initially reported by the patient that they had experienced three infections in the left (os) eye over the past year while using the device and was prescribed neomycin and loteprednol to treat. Additional information was received from the treating eye care providers, patients primary eye care provider and the ophthalmologist they were referred to. The patient was initially seen by their primary provider. The first incident was (B)(6) 2020, the patient had symptoms of redness, pain and intolerance to the contact lenses. Patient presented with corneal scarring (corneal leukoma of the superior region, encroaching nasally, temporally, and centrally. The patient was diagnosed with corneal leukoma and was prescribed maxitrol (neomycin), the incident resolved. The patient was then seen in (B)(6) 2021 and (B)(6) 2021 for similar incidents with complaints of mucus, redness, itching, and foreign body sensation. In (B)(6) 2021 the patient was diagnosed with corneal leukoma, conjunctival hyperemia, and punctate keratitis and prescribed maxitrol and referred to an ophthalmologist due to recurrence. At the time of referral, the patient had experienced a reduction in vision which the practitioner feels will be permanent. Ophthalmologist indicates findings of superficial stromal leukoma (superior) with no neovascularization and small paracentral leukoma, no epithelial defect uptake on fluorescence installation. Leukoma appears long standing, no active infection on exam. Patient instructed to discontinue maxitrol and begin using inveltys (loteprednol) and follow-up with primary as scheduled for further care. This incident is being reported due to the suspected permanent decrease in visual acuity and interventions or medications required to treat the condition of persistent epithelial defect.